Manufacturer narrative:
The malfunction occurred during use of the product, surgeon indicated that the surgery completed successfully using a tka implant system. The root cause analysis is inconclusive. While there were a number of potential root causes speculated, there was not enough evidence to significantly elevate one potential cause to the root cause of the improper resection. No corrective action specific to this issue has taken place, due to the inability to identify a root cause for this event with sufficient probability.

Event description:
Tka conversion.